Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly need to be pressed several times for a response. In addition, the patient claimed that even after keypad buttons pressed the display did not progress past the verification screen. The patient denied any damage to the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filled.